Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure the scratch was found on bottom of the lens after implanted. The lens was removed and replaced with company backup lens during initial procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned in two pieces adhered to the underside of the lens case lid with viscoelastic. The lens was cleaned with klrp to remove from the lid. The lens had been cut into two pieces across the center of the optic, typical of removal. A scratch was not observed. The scratch may have been masked by the central cut. Forceps marks were observed around the optic edges. This would be removal damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported scratch could not be determined. The lens had been cut two pieces across the center of the optic, typical of removal. A scratch was not observed. The scratch may have been masked by the central cut. Forceps marks were observed around the optic edges. This would be removal damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).